Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-0256. It was reported the pt had been scheduled for a surgery to explant the scs (spinal cord stimulation) system. F/u info received the reason for explant as inadequate pain relief.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.